Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 424 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path and cannula assembly was inspected and no issues were noted that would cause high blood glucose levels.